Event description:
It was reported that upon shift check, the unit showed "battery faulty" message on the display. Battery did not pass on the external chargers. Customer has records of monthly test cycles and the batteries are less than a year old. No adverse event reported.

Manufacturer narrative:
Reported complaint of "battery faulty" could not be verified because the batteries were not returned for investigation. In order to get the batteries back, zoll contacted the customer a total of 8 times. Five times via email, ((B)(4)). Furthermore, two attempts by zoll rep, and a final attempt by zoll (B)(4) were made, but to no avail. Customer's last response was that they were not able to locate the batteries. A supplemental report will be filed if the batteries are returned. No adverse event reported. Device #2: serial# (B)(4).